Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a dissection of the coronary sinus during implant of the left ventricular (lv) lead. The lv lead was not implanted. No intervention was performed; the patient was stable following the procedure and there were no adverse consequences.